Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material in the air/water cylinder, air/water tube, and foreign material in jet tube, nozzle, connecting tube, bending section cover, adhesive around the objective lens, light guide lens, and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device. Despite that it was confirmed that user uses simethicone, the type of the material or root cause of the material remaining cannot be identified. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.